Manufacturer narrative:
The device was returned to olympus for evaluation and the issue was confirmed. During the initial inspection of the device, an unidentified blockage was noted within the air/water nozzle. The blockage appeared to be remains of an unknown white substance which had blocked a large area of the outlet pipe. The customer did not confirm what the substance was. Previous experience suggested the substance may be a form of clotting agent or infacol. Other issues were found during evaluation. The optical cover glass adhesive and bending section cover glue were worn. The insertion tube had minor crush marks and the insertion tube orientation was out of alignment. The casing, s-cover, angle control, left/right brake knob body, and light guide tube were stained. The angle had play. The up angle, water flow, water removal, and electrical safety test were all out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the evis lucera elite gastrointestinal videoscope had ¿no blow¿ (no air/water flow). The issue was found at reprocessing. It was unknown if the device was inspected prior to use for a procedure and it was unknown the type or name of the procedure performed. The procedure was completed with the same device and no surgical delay. No patient harm reported. During the evaluation of the device, it was noted foreign material was exiting from the air/water nozzle due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of foreign material exiting from the air/water nozzle due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
This supplemental report is being submitted to the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause could not be identified. Based on the following information, it was likely the previous reprocessing was inappropriate and the nozzle was clogged with the adhered substances of the chemicals used. According to the inspection results of the equipment, the following were confirmed. -there was a white residue that seems to be a coagulant etc. In the air supply / water supply nozzle. -stains adhered to the s-cover, angle operation part, l / r angle fixing knob, etc. -dirty adhesion to the universal cord. The instructions for use (IFU) provides the following guidelines: operation manual_ preparation and inspection. Inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Operation manual_ inspection of the endoscopic system. * inspection of the air-feeding function. * inspection of the objective lens cleaning function. ·users can reduce/prevent the suggested event by handling the device in accordance with the following IFU. -reprocessing manual_ precleaning the endoscope and accessories. Flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. -manually cleaning the endoscope and accessories_ flush the air/water channel with detergent solution. -rinsing the endoscope and accessories following disinfection_ rinse the endoscope and accessories.